Event description:
The physician intended to treat a lesion to the proximal left artery descending to treat restenosis of a non-medtronic stent. The physician implanted a 2.5 x 24 endeavor sprint stent successfully. Several hrs post procedure pt complained of chest pain and a change on the electrocardiogram was observed. The thrombosis was aspirated and lesion was dilated with a high pressure balloon. The physician noted that the thrombus may have migrated from the inside of a non medtronic device. There was no pt injury reported and the pt is recovering.

Manufacturer narrative:
(B)(4). Eval results: root cause of event cannot be determined. Thrombosis. No device received for eval.